Event description:
On (B)(6) 2005 I had undergone an elective surgery to place a "medical device" into my body - allergan mcghan textured silicone breast implants. At that time, I was never informed of all the possible side effects that would take place in the following years. Within 18 months I developed large nodules on my thyroid (which I would have to undergo a series of annual testing, needle biopsies and eventually remove my thyroid in (B)(6) 2016), I started to have food allergies, acid reflux that led to a diagnosis of "barrett's esophagus" (cancer cells) which led to a minor surgery - nissen fundoplication. Overtime the insomnia was unbearable due to the side effects of breast implants, so I had to start taking a prescription sleep aid. I also started experiencing tmj. Whenever I would goo for doctors visits and they would require lab work, my test for c-reactive protein was through the roof, which I now know was inflammation caused by the breast implants. The inflammation caused weight gain. Swelling in my joints and overall pain. The amount of money that I have spent over these past 14 years is in upwards of $50,000 for doctors, prescriptions, surgery co-pays, etc. (B)(4).